Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported incomplete coaptation (intraprocedure) associated with the slda could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report single leaflet device attachment (slda), requiring intervention. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4 with thin leaflets. An xtw clip was placed central a2/p2. Leaflet insertion assessment was done. Few minutes after deployment, the clip detached from the posterior leaflet (single leaflet device attachment (slda)). Another clip was implanted lateral to the first clip, reducing mr to grade 2. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.